Manufacturer narrative:
Device evaluation: the investigation on the returned products was completed on august 20,2024. The device history records (DHR) have been checked and found to be according to the specification, valid at the time of production. It is likely that the fault is caused by an overvoltage and the resulting high temperatures. The user manual refers to a possible overvoltage. Another possibility is a short circuit caused by liquid between the jaws. It is therefore important to check the products before use. The originator of this process is article 38610md, the remaining articles are therefore not considered further in the process. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that after the pneumoperitoneum was established with co2 at the beginning of the procedure, a malfunction occurred while using the forceps as it emitted a flame. The equipment was immediately removed from the patient and simultaneously disconnected." There is no information about patient harm. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).